Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number: c1628756 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1628756. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficulty visualising the target site (possibly due to difficult access as per additional information) but punctured hitting a hard area of the lesion which bent the distal end of the needle. Another device used to complete the procedure. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor tried to puncture to stomach for pseudocyst drainage by using echo-hd-19-a, it was too hard to decide the target for puncture. The needle penetrated to pseudocyst, and guide wire was inserted but, guide wire was missed from the pseudocyst. So he had to use the echo-hd-19-a for puncture. But, sheath of the echo-hd-19-a was "bant". So targeting got to be hard. So the doctor used the new echo-19.